Event description:
Complainant alleged that while attempting to defibrilate a pt (age & gender unk) the device displayed "pacer fault 117" and defib fault 72". Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.